Manufacturer narrative:
Title comparing postoperative complication of ligasure small jaw instrument with clamp and tie method in thyroidectomy patients: a randomized controlled trial. Source ramouz et al. World journal of surgical oncology. 16 (1-7), 2018. Article number: 154. Date of publication: 05 jul 2018. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Pli-10: according to the literature source of study performed from may 2014 to march 2016, after the use of the device on both total and sub total thyroidectomies, among the 274 patients that the device was used on, 17 developed transient superior laryngeal nerve, 2 acquired surgical site infections and 2 had a hematoma. Pli-20: according to the literature source of study performed from may 2014 to march 2016, after the use of the device on both total and sub total thyroidectomies, among the 274 patients that the device was used on, one had a hematoma that required a re-operation to achieve hemostasis.